Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jan 24, 2024. Section h3: evaluated by manufacturer: yes. Device evaluation: the suspect handpiece was received inside of a baggy. No intraocular lens (iol) was received. Visual inspection of the handpiece found the plunger rod fully advanced and stress marks consistent with a used product. Ophthalmic viscosurgical device (ovd) residue was also present throughout the cartridge. A crack at the tip and the cartridge were also observed. No further evaluation was performed and no issues that could contribute to the complaint issue were observed. The complaint issue "cartridge tip cracked/damaged" was identified during product evaluation. The observed "cartridge crack" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue "use error" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4, and a5: unknown; requested but not provided. Section b3: date of event: unknown; requested but not provided. The best estimate date is between (B)(6) 2023. Section d6a: if implanted, give date: unknown, information was requested but not provided. Section d6b: if explanted, give date: not applicable, as the lens remains implanted. Section h3 - other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) cartridge tip cracked slightly during lens insertion. It was further described as a "stress line" at the tip of the cartridge. The surgeon continued to implant the lens and there was no patient injury or patient impact. The lens remains implanted. The issue occurred sometime between (B)(6) 2023, however no specific event date is known. The sales representative reported that it was noticed that the cartridges are being overfilled with balanced salt solution (bss) by the technicians and training was provided, however the sales representative was unsure if that was related to this issue. No further information was provided.